Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.